Manufacturer narrative:
The reported event of charging anomaly could not be confirmed. The reported event of premature depletion was confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. However, high current was noted. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The charge log was reviewed and no anomalies were found. The cause of the premature depletion is high current due to an integrated circuit anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was reported that there was a charge timeout anomaly noted on the device. Upon further interrogation, it was confirmed that the elective replacement indicator (eri) had been reached. A device revision is anticipated, but has not been scheduled yet and the patient was in stable condition.